Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation: microscopic evaluation revealed confined abrasion on the longer exhaust tubing at the tubing/strain relief junction, indicating that the tubing kinked and abrading against itself testing revealed this to not be a site of leakage. No functional abnormalities were noted with the pump. Evaluation revealed a separation within confined abrasion in the cylinder 2 exhaust tubing adjacent to the tubing/strain relief junction. Testing revealed this to be a site of leakage. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, it was concluded that device positioning, in combination with device usage over time, may have contributed to the cylinder 2 exhaust tube kinking onto itself and abrading, resulting in sufficient stress(s) to cause a separation of the cylinder 2 exhaust tubing at the cylinder 2 tubing/strain relief. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to pump tubing leakage. No other adverse patient effects were reported.